Event description:
Device complications: no malfunction idenitiedtime of complication: during the procedure and post-proceduresymptoms: noneduring the procedure the patient experienced hypotension, which was probably due to compression of the carotid bulb, and was treated with vasopressors/inotropes. It was noted that the condition was neither pre-existing nor related to the device. The event resulted in prolonged hospitalization with a start date of april 06, 2006 and a stop date of april 09, 2006. It was further noted that although some difficulty was encountered during the filter basket retrieval and the stent being post-dilated, the filter basket was successfully retrieved by using only manipulation.